Event description:
It was reported that pump quick bolus and wake button was extremely difficult to press and often required multiple presses to turn on pump screen. There was no adverse impact to the customer's blood glucose level. Customer was instructed to press directly on center of button while supporting bottom of pump, but difficulty persisted, so technical support arranged pump replacement, confirmed shipping address, and instructed customer to place pump in storage mode and return it within 10 days while customer continued to use current pump until replacement arrived.